Manufacturer narrative:
B5: event details were updated. H6: eval method code was updated as the cage has been discarded. H3: the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient came to the operating area for stabilization of the lumbar spine and a disc replacement. The surgeon told that he took the short cage so that he could achieve overlordosis at 22° deg. To do this, he made an incision in the anterior longitudinal ligament of the spine. The cage was too short for the lumbar and the missing anterior longitudinal ligament did not give the cage any hindrance when mobilizing the patient. The cage was thrown away by the clinic.

Manufacturer narrative:
D4, g4: product identifiers unknown e1: physician name unknown h6: product return status is unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred post an unknown spinal fusion procedure in a patient diagnosed with degenerative altered spine. It was reported that the cage was displaced this problem does not affect the cage itself, but rather the missing anterior ligament. The surgeon probably removed it in this case in order to create a greater artificial lordosis in the patient with the cage. Cage was ventrally dislocated with clear crossing of the front border of the vertebral body. The cage was replaced with a non-medtronic cage. Patient had external wound pain. There were no further complications reported regarding the event.